Event description:
A healthcare worker complained of skin reaciton on the hands and wrists. The worker is in an area where cidex plus and other chemicals are used. The workder's symptoms have lessened due to the dermatologist's treatments with a portisone injection and cortisone cream. Protective gloves are used while working with cidex plus.